Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump not getting any alarms for highs and lows. The customer¿s blood glucose level was 349 mg/dl at the time of the incident. Customer stated they went high and was not alerted by insulin pump. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.